Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had prime/fill anomaly and that the customer experienced high blood glucose levels of 400mg/dl. The customer treated with the insulin pump. Customer's mother could not be helped with troubleshooting as the customer was not with her. The product will not be returned for analysis.